Event description:
It was reported that the device exhibited a ¿cassette not attached¿ error and there was a missing battery spring. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a missing battery spring and damaged spring and stabilizer sliding groove. The tamper seal was not broken. Review of the event history log (ehl) showed cassette not attached. A non disposable alarm test and visual inspection were performed and the reported issue of cassette not attached was not duplicated, however the battery stabilizer was found missing. The cause of the reported issue was undetermined. As a result, the battery compartment and main board were replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.